Event description:
Reportedly, upon programmer boot up, an error message was displayed, stating that the manager software could not be reached. The issue was solved after a clean shutdown of the programmer using an f8 command and a programmer software upgrade to (B)(6).